Manufacturer narrative:
Instrument logs show that bottle 10 (ethanol) was removed from the instrument for 4 sec, which is not sufficient time to complete manual replacement of the reagent, and the corresponding reagent station was subsequently reset at 16:43pm, on (B)(4) 2013. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ethanol concentration was to be set to 100% in this instance. The properties of the reagent in bottle 10 prior to this user action were: ethanol concentration = 85.3%, cycles = 94, cassettes processed = 6337 and days = 84. Although the user affirmed in the instrument software that the default concentration of 100% was to be set for bottle 10 (ethanol), the actual ethanol concentration remained as 85.33% because the reagent had not been replaced. Bottle 10 (ethanol) was used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported, because the instrument software used reagent concentration to select reagent stations when executing a protocol. The minimum final reagent concentration required for ethanol is 98%. The consequence of using ethanol at a concentration less than the minimum required for the final processing step in a protocol is re-introduction of water into the tissue. The root cause for the sub-optimal tissue processing reported was a use error which occurred during the replacement of ethanol in bottle 10 completed prior to commencement of the "8.5hr without temp" protocol and the "4hr w/o temp" protocol which completed on the (B)(4) 2013. Results: the device either functioned as designed or a failure was not found. Conclusion: a device problem related to the user not following the manufacturer's instructions.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing from a failed overnight protocol, using peloris tissue processor serial number (B)(4). A leica field support specialist (fss) attended the laboratory on (B)(4) 2013, in order to investigate the circumstances involved in this complaint. The fss reviewed the instrument logs and found that in response to information displayed in association with an error code indicating that reagent bottle(s) was removed from the instrument for less than the minimum time required to successfully complete manual replacement of the reagent(s), and the corresponding reagent station(s) was subsequently reset. On (B)(4) 2013, leica biosystems received information that all samples exhibiting sub-optimal processing were diagnosable.